Event description:
During an rf procedure, when the generator switched to motor stimulation mode, the pt experienced unintentional sensory stimulation. The procedure was completed using the same equipment and without delay. There was no intervention or additional treatment required. There are no adverse consequences reported as a result.

Manufacturer narrative:
The device was received for investigation. Maintenance was performed to the most recent revision and the product was returned to the customer.